Event description:
It was reported that during blood collection the safety pre-activated and the hub separated from the device with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: the user complained that during normal blood collection procedures, the safety mechanism was activated automatically. The button was broken and separated from the blood collection set.

Manufacturer narrative:
H.6 investigation summary: bd had not received any complete samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for preactivation and device separation with the incident lot was observed. Moreover, a broken tab (activation button) was received, further observing the reported failure mode. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood collection the safety pre-activated and the hub separated from the device with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: the user complained that during normal blood collection procedures, the safety mechanism was activated automatically. The button was broken and separated from the blood collection set.